Event description:
Literature report: "clinical evaluation of a dual-cured hydrophilic dentin adhesive "optibond study" report of 12-year recall evaluation" this clinical study reported that after a 12-year follow-up some retention failures occurred with adhesively bonded optibond restorations.

Manufacturer narrative:
The clinical study involved 100 teeth with class v restorations in patients. This is the second MDR report of the live retention failures reported.